Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event involving error code ¿242.4030¿ was confirmed through log analysis; however, it could not be replicated during laboratory testing. The suspect pump module was found to operate within its specified parameters, with no anomalies detected. The reported event of ¿battery problem¿ was confirmed and is attributed to an expired battery, since the battery must be replaced every two years from the date of initial battery charge/conditioning. During the internal and external inspection of the suspect pump module, there were no findings observed that could be attributed to the reported complaint. During the internal and external inspection of the suspect pcu, it was found that the battery was expired. Basic infusion was programmed on the pump module; the infusion was completed successfully after approximately 38 (thirty-eight) hours with no errors or malfunctions. The suspect pump module s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). Testing was performed to measure the motor drive signal in the pump module s/n (B)(6). The pump module did not exhibit any mechanical drag, and the oscilloscope measurements showed an acceptable voltage. No testing was performed on the expired battery (battery date code: 2139) since it was determined to be over four years old and past it recommended two-year replacement interval. For the safety of the alaris system it is important that the pcu battery be replaced every two years. The facility reported an error code 242.4030 on (B)(6) 2025, at 11:01 pm. A review of the error logs from the suspect pump module was performed, and it was observed that the error code mentioned by the facility (error code 242.4030.0) was recorded twice: once on (B)(6), 2025, at 11:01 pm, and another on (B)(6) 2025, at 5:43 am. On (B)(6) 2025, between 10:56 pm and 11:01 pm, the pump module (s/n (B)(6)) was attached to the pcu (s/n (B)(6)) on channel c, and an infusion was started with drugid (B)(6) (suspect to be dexmedetomidine) at a rate of 0.56 ml/h and vtbi of 19.33 ml; accumulated volumes were pvi = 9.92 ml and svi = 0 ml. During the process, a channel malfunction with error code 242.4030 caused the infusion to stop. No error records related to the battery were found. The channel error tip sheet states that the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. For bd alaris¿ pcu model 8015 and alaris¿ pcu model 8015 software version 12.1.2 and supported modules proper battery maintenance the battery should be conditioned every 12 months by biomedical engineering. The battery should be replaced every 2 years by biomedical engineering. See the bd alaris¿ pcu model 8015, alaris¿ pcu model 8015, bd alaris¿ pump module model 8100, and alaris¿ pump module model 8100 technical service manual for more information about battery testing and replacement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event associated with error code ¿242.4030¿ could not be determined; however, log analysis confirmed its occurrence. The returned pump module underwent a comprehensive laboratory evaluation and was found to operate within specification, with no anomalies detected during testing. The root cause of the reported event of ¿battery problem¿ could be determined and is attributed to an expired battery, since the battery must be replaced every two years from the date of initial battery charge/conditioning. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device malfunctioned and alarmed (error code 242.4030). The user observed that the devices "were connected to the white extension cord attach to the IV pole, but the white extension cord was plugged to a regular outlet on the wall (not red)." When the devices were unplugged, the pcu displayed it has an "8 hr. Battery life." After being unplugged from the cords, "the battery life quickly dropped from 8 hours of battery to 5 hours within 30 minutes". The event occurred in cardiovascular intensive care unit (cvicu). There was patient involvement, but the outcome is unknown. No further information has been provided at the time the initial report was received.